Manufacturer narrative:
(B)(4). Device requested, but not yet returned to manufacturer.

Event description:
It was reported that the patient experienced pain at the implant site and the implant was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The 3i t3® non-platform switched tapered implant 4 x 10mm (item #bost410) was returned for investigation. Visual inspection of the returned product identified no signs of significant damage or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The product dimension was measured and found to be within the specifications with the product's engineering drawing. It was reported that the patient had pre-existing condition of high blood pressure and clenching tendency. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complaint reported that the implants were removed due to severe pain. The reported event is non-verifiable due to the nature of the event and lack of definitive evidence. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report. Expiration date, UDI. Device available for evaluation change ¿no' to 'yes'. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change ¿no' to 'yes'. Device manufacture date. Evaluation codes. Additional narrative.